Manufacturer narrative:
Testing was performed on retained kit lot 160406 with the following internal whole blood control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 160406 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported false positive or unconfirmed false positive related to lot number 160406 showed that the complaint rate is 0.052%. The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported a (B)(6) result on a blood sample tested with the alere determine (B)(6). Unigold and eia 4th generation tests were (B)(6), rna less than 20 copies/ml. There is insufficient information to determine if a malfunction occurred. Patient gender, pregnancy status, treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere scarborough, inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) to (B)(6) 2018 at alere scarborough, inc. (B)(4).